Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 9/17: (B)(6) reports via phone, (B)(6) female from ER having CT chest with contrast for pulmonary emboli. Optiray 320 loaded into injector syringe, IV access antecubital vein with a 20ga gelco access device. Injector tubing connected to IV access device with a baxter needleless adaptor. Injection protocol, 5ml/sec for 100ml volume. Injection performed and approx 61ml of the contrast infiltrated. Pt stated no pain during injection, but upon treatment, pt did state pain at the site. Site swollen with redness. Warm compress applied, extremity elevated. Pt observed for 20 minutes by radiologist, then discharged back to the ER. No other info available at this time.